Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that the unspecified bd syringe experienced a broken/damaged plunger rod during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Patient reported to pharmacy that on (B)(6) 2019 plunger became unscrewed and was not able to inject her dose. Patient also reports in the past that the needles have malfunctioned and she notified manufacturer.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced a broken/damaged plunger rod during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Patient reported to pharmacy that on (B)(6) 2019 plunger became unscrewed and was not able to inject her dose. Patient also reports in the past that the needles have malfunctioned and she notified manufacturer.